Event description:
While the pt was being seen by the cardiac surgeon, the pt stated that pt had experienced approximately three episodes where pump stopped for a "split sescond" and the "pops back on". Event occurred while pt was in an untethered mode, occurring only in conjunction with changing pt's battery (with black lead still connected) on the white connector. He stated that pt has never received a red heart alarm or yellow wrenches that were not associated with battery changes/tethering/untethering. The pt always canges pt's batteries when pt gets to "one green light" and that these episodes are not associated with yellow battery/red battery alarms. The system controller was changed out without incident, and the system controller was sent out to the manufacturer for analysis. Waveforms were also acquired by the vad coordinator and sent out to the manufacturer for analysis. The analysis of the waveforms collected on the new controller were unremarkable. No evidence of any motor anomaly. The manufacturer informed the vad coordinator, that in rare occasions pt may get a sense of changed motor activity during power source manipulation, especially if the batteries are drained. The pt remains stable and on lavd support while awaiting a heart transplant.